Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction: continuation of d10: product ID addr01 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product ID 4 968-25 lot# serial# (B)(6), implanted: (B)(6) 2015, product ID 4968-25, lot# serial# (B)(6), implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced asystole and cardiac arrest but pacing was noted upon arrival and throughout the resuscitation attempt. It was reported that the implantable pulse generator (ipg) exhibited premature and accelerated battery depletion. Ipg reprogramming was attempted but was unsuccessful and it was reported that the patient consequently died. It was further noted that the patient had an implantable cardiac monitor (icm) in situ with false pauses due to undersensing noted. The icm was later removed.